Event description:
A facility reported that during a greenlight pvp (photoselective vaporization of the prostate) procedure on a patient the greenlight addstat fiber beam fired straight, hitting the ureteral orifice. Closure of the orifices had to be resolved by surgical incision.